Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on, and remote support service (rss) was offline. A field service engineer found that the drawer controller was reading at 0.8 ohms and replaced it. Powered on the station and verified that it was detected in the application. Performed diagnostics and preventive maintenance on the refrigerator. Completed a diagnostics acceptance test, confirmed that all pockets opened, ejected, and were detected on the bus. The drawer closed successfully and passed all tests. No additional issues were observed. The customer was able to access the pixies, and the station powered on correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not working and would not power on, as the unit had shut down. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.